Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/hole in the cannula body. During the cleaning process there was a leak observed from the damage/hole. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a mc3 crescent jugular dual lumen catheter, it was reported that the device had a crack, and air bubbles were seen. The patient had been on crescent support for 3 months and they were mobile (walking). Air was spontaneously noted in the cannula. The patient was decannulated as a result. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the patient was cannulated through the right internal jugular (rij) vein. Medtronic received additional information that the patient was turned for a clean-up. Centrimag began revealed that there was no flow but dashes. The perfusion and ECMO (extracorporeal membrane oxygenation) coordinators were called. The perfusion switched the centrimag probes. Air or blood mixed with air was to be observed in the venous line and accumulating in the oxygenator. The venous line was not clamped due to the perfusion stating that it was vv (veno-venous) ECMO and that there was not a large amount of air travelling to the patient. Ultimately, they observed that the patient's ECMO cannula was cracked and causing air to be sucked into the circuit. The ECMO coordinator decreased flows to decrease the amount of air being sucked in. The perfusion removed the air from the oxygenator. The dressing was removed from the ECMO cannulation site and it was observed that it may have been an ECMO cannula issue. Bubbles were forming by the ECMO cannula metal reinforcement. Vaseline gauze was placed along with bone wax to the cannula site. A mcs (mechanical circulatory support) surgeon was notified about the air entrainment and was informed to bring head down and to decrease rpm's (revolutions per minute). Shortly, the cts on call was notified of the air entrainment. The patient was decannulated at their bedside by cts.